Manufacturer narrative:
Philips service replaced the geo pc and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that geometry movement partly unavailable due to defective geo pc on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.